Manufacturer narrative:
Concomitant products: sdr303b ipg, implanted: (B)(6) 2006. Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced. The rv lead was returned to the manufacturer with no further information, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
.